Event description:
It was reported "when removing the probe {the user] deflated the catheter cuff, removed 10 ml of water that was inside the cuff and at the time of removal, at the time the probe came out the probe had a knot at the tip. Even though there was no resistance at the time of removal, the patient presented a medium amount of bleeding from the urethra." The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: correction to section d.4 UDI from (B)(4) to include the full UDI.

Event description:
It was reported "when removing the probe {the user] deflated the catheter cuff, removed 10 ml of water that was inside the cuff and at the time of removal, at the time the probe came out the probe had a knot at the tip. Even though there was no resistance at the time of removal, the patient presented a medium amount of bleeding from the urethra." The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.